Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that the clinic received a remote monitoring report indicating an alert due to out-of-range shock impedance measurements. The shock impedance measurements had been gradually rising. A request for technical services (ts) review was needed. It was noted that this event occurred while the patient was overseas, but the location was not provided to date. The patient was originally implanted in singapore. Ts reviewed the device data and not that the shock values had been increasing over the last year while other lead measurements were stable, and the patient had never received shock therapy. Ts discussed the reason for the gradual rising in shock impedance could be related to patient factors resulting in calcification/mineralization on the coil. Ts also discussed a non-physiological noise event noted one and a half years ago in all three channels. The external noise was oversensing at all three channels although it was recommended to perform testing in clinic to rule out a possible lead integrity issue. Ts discussed troubleshooting options. No adverse patient effects were reported. The lead and device remain implanted.

Event description:
It was reported that the clinic received a remote monitoring report indicating an alert due to out-of-range shock impedance measurements. The shock impedance measurements had been gradually rising. A request for technical services (ts) review was needed. It was noted that this event occurred while the patient was overseas, but the location was not provided to date. The patient was originally implanted in singapore. Ts reviewed the device data and not that the shock values had been increasing over the last year while other lead measurements were stable, and the patient had never received shock therapy. Ts discussed the reason for the gradual rising in shock impedance could be related to patient factors resulting in calcification/mineralization on the coil. Ts also discussed a non-physiological noise event noted one and a half years ago in all three channels. The external noise was oversensing at all three channels although it was recommended to perform testing in clinic to rule out a possible lead integrity issue. Ts discussed troubleshooting options. No adverse patient effects were reported. The lead and device remain implanted.

Manufacturer narrative:
This report is being filed to update the impact codes.

Event description:
It was reported that the clinic received a remote monitoring report indicating an alert due to out-of-range shock impedance measurements. The shock impedance measurements had been gradually rising. A request for technical services (ts) review was needed. It was noted that this event occurred while the patient was overseas, but the location was not provided to date. The patient was originally implanted in singapore. Ts reviewed the device data and not that the shock values had been increasing over the last year while other lead measurements were stable, and the patient had never received shock therapy. Ts discussed the reason for the gradual rising in shock impedance could be related to patient factors resulting in calcification/mineralization on the coil. Ts also discussed a non-physiological noise event noted one an a half years ago in all three channels. The external noise was oversensing at all three channels although it was recommended to perform testing in clinic to rule out a possible lead integrity issue. Ts discussed troubleshooting options. Additional information confirmed that the event occurred in sri lanka, india. No adverse patient effects were reported. The lead and device remain implanted.